Event description:
Reporter alleged the patient obtained a blood glucose result of 126 mg/dl on the aviva system and the patient stated that he "suffered from hypoglycemia." Reporter stated a relative injected the pt with glucagon and one minute later, the patient's blood glucose reading was 60 mg/dl on the same system. No additional information was provided as to whether any further treatment was received by the patient or, actions that were taken. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
Event occurred in another country.